Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after loading a cartridge containing an unknown amount of insulin onto the pump. There was no impact to the customer¿s blood glucose. Reportedly, customer added insulin into the cartridge, reloaded it, and successfully resumed insulin therapy.